Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/15/2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. It was reported that the patient was having issues with the receiver not alarming and was found in his car with a blood glucose value of 17mg/dl. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of no audio output was not confirmed. A root cause was not determined.